Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is receiving multiple pump error alarms while trying to complete the rewind/fill tubing. She is not sure of her blood glucose. During troubleshooting, the customer stated that she was disconnected from the pump and was not exposed to a high magnetic field. She was assisted with checking her alarm history and one pump error alarm was present. She was unable to clear the alarm. The customer was advised to discontinue use of the pump and to revert to a back-up plan per her doctor¿s orders. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 noted. However, the device was received with corroded electronic assemblies and corroded motor home switch. The device was received with faded serial number label, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, cracked battery tube threads, minor scratches on case and minor scratches on lcd window.